Manufacturer narrative:
Concomitant medical products: 5076 lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing, noise, elevated sensing integrity counter (sic), and a lead impedance spike resulting from a suspected fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.